Event description:
It was reported by the customer that the device was displaying the service indicator. The reported problem was found during routine device inspection. When initially evaluated, it was observed that the device was displaying "call service" and had an error code in memory that indicates a potentially critical failure. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): the service agency contracted by physio-control in (B) (6) has initially evaluated the device. The device was examined internally with no visible signs of contamination. The device eval is still ongoing. Physio-control continues to investigate the reported failure, and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.